Event description:
Sientra/silimed implants were put in for breast reconstruction in 2014. Two years later I started experiencing problems. These implants made me sick and had a gel bleed which I had removed (B)(6) 2019. I was extremely fatigued failing asleep sitting up, my joints hurt, my knees had a hot fluid on them. Neck and shoulder pain. Insomnia, lack of mental clarity, loss of words, imbalanced while walking, weight gain, dizziness, headaches, so much more; 39 different symptoms! FDA safety report ID # (B)(4).